Manufacturer narrative:
The customer of an advia centaur instrument contacted a siemens customer care center (ccc) specialist and stated that they obtained level controller board (llcb) errors on the ancillary probe. The customer rebooted the instrument, performed dispense test through ancillary probe and put the sample back on the instrument for testing. The sample was picked up appropriately this time. Additionally, use of the advia centaur intact parathyroid hormone (ipth) assay on intraoperative samples is off-label use. As per the instructions for use for advia centaur ipth, this assay is for in vitro diagnostic use in the quantitative determination of ipth in edta plasma or serum using the advia centaur, advia centaur xp, and advia centaur xpt systems. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism, hypoparathyroidism, or hypercalcemia of malignancy. The cause of delay in reporting of patient result was due to the llcb errors. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer of an advia centaur instrument contacted a siemens customer care center (ccc) specialist and stated that they obtained level controller board (llcb) errors on the ancillary probe while a sample from an intraoperative patient was being tested for intact parathyroid hormone (ipth). The customer had received the baseline result from the first sample drawn from this patient. Llcb errors were obtained while a second draw was obtained from the patient undergoing surgery and had to be tested for ipth. After the llcb error, the operator rebooted the instrument and reran the patient sample. This caused a delay in reporting the patient result for approximately ten to fifteen minutes, during which time the patient remained in surgery. There are no known reports of adverse health consequences due to the delay in reporting the ipth result.